Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported following an intraocular lens (iol) implant procedure, there was a 'scratch' in the middle of the optic of the lens. A capsulotomy was performed to remove the 'scratch', however, it only removed a little bit or nothing at all. Additional information was requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause (B)(4).